Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer (wife of patient) via a manufacturer representative reported the nursing facility overdosed the patient, then he fell and broke his back. The representative stated the overdose was caused by a programming error. The representative stated that there was a lawsuit related to that; they were suing the nursing facility and pharmacy, but not the device manufacturer. The event occurred ¿about 4 years ago¿. A pump replacement was scheduled, but that was unrelated to the event. The representative asked how far pump logs went back.

Event description:
It was reported that the pharmacy had changed the concentration of the medication and the patient's healthcare provider (hcp) did not see it. A refill had been performed 23 hours prior to the report, but the new concentration and dose were never updated, and a bridge bolus was not programmer either. It was determined that the old drug had already cleared the system so a bridge bolus was no longer necessary. After reprogramming the information, the hcp stated that 'it still did not look right,' and it was thought that someone 'may have made a dose increase without the hcp's knowledge of it'. The patient was noted to have been asymptomatic. The medication used within the system was infumorph. No additional information was available at the time of this submission.